Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient had a mentor cpx 4 breast tissue expander with suture tabs implanted. Unilateral deflation on the breast tissue expander was diagnosed post procedure via self-examination. Capsular contracture baker grade IV was also indicated, and believed to be a consequence of radiotherapy that started on november 2017 and finished on (B)(6) 2018. Afflicted side was not confirmed. As a result, the breast tissue expander was explanted; however, at the time of this report, mentor has received no information regarding the date it was explanted.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/16/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient had a mentor cpx 4 breast tissue expander with suture tabs implanted. Unilateral deflation on the breast tissue expander was diagnosed post procedure via self-examination. Capsular contracture baker grade IV was also indicated, and believed to be a consequence of radiotherapy that started on (B)(6) 2017 and finished on (B)(6) 2018. Afflicted side was not confirmed. As a result, the breast tissue expander was explanted; however, at the time of this report, mentor has received no information regarding the date it was explanted. The device was returned at mentor containing gel with clear appearance. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed a rent measuring approximately 0.3 cm on the anterior view. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) for the lot number 7325452 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the risk of device deflation cannot be eliminated, mentor addresses this risk in the pids by stating that these devices should not be considered lifetime devices. With the information provided, the product evaluation team concluded the capsular contracture in the patient¿s left breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on 6/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).